Event description:
The customer reported that the system broke down during exam and the pt was on table. The system was restarted without success, frontal and lateral fluoroscopy not ready.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.